Event description:
It was reported that the customer accidentally entered 50g of carbs during the night. Reportedly the pump had been dropped. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer ate oral shots of glucose to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.